Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No radiograph or photographs were provided to confirm the alleged event. No root can be determined at this time since no evaluation could be completed. Labeling review: "...fixed cross connectors when using fixed cross connectors, the fixed cross connector benders may be utilized to adjust the central arch or the orientation of the rod slots. After placing the fixed cross connector into the fixed cross connector benders, slide the thumb piece toward the connector to secure it in position. Compress the benders toward each other to achieve the desired bend. Once the fixed cross connector has been shaped, place the connector over both rods. Use the fixed cross connector driver to rotate the cam above each rod 180º into the final locked position..." "...transverse connector (cont.) Adjustable cross connector place the adjustable cross connector across both rods and press downward to securely engage the rod. Connect the cross connector torque t-handle onto the adjustable cross connector driver and tighten the nut on both sides of the adjustable cross connector until the breakaway torque is reached. Once both sides of the adjustable cross connector are final tightened, proceed with final tightening the center lock nut..." "...3. Care should be used in the handling and storage of the implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage, and from corrosive environments. 4. All non-sterile parts should be cleaned and sterilized before use. 5. Devices should be inspected for damage prior to implantation. 6. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "...care should be taken to insure that all components are ideally fixated prior to closure. · all implants should be used only with the appropriately designated instrument (reference surgical technique)..."

Event description:
On (B)(6) 2017 a patient underwent a posterior fusion procedure from t9-s2ai levels. On (B)(6) 2018 patient experienced back pain and radiographs showed a separation of the connector from the rod. No revision surgery is planned at this time.

Manufacturer narrative:
Submitting supplemental report to update section patient identifier (B)(6).